Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the vessels were reported to be small and calcified. After approx 80% of the bifurcated stent graft was deployed, the contralateral limb was implanted. The operator thought the bifurcated stent graft had been completely deployed and pushed the quick release button and pulled back to retract the nose cone and runners. It was reported intimal calcium and the intima were caught within the graft cover and the vessel was locked over the delivery system. The procedure was stopped and manual deployment of the remaining stent graft was completed. An attempt to recapture the nose cone was made; however, the vessel was locked over the graft cover. The nose cone was moved forward several times in an attempt to release it; however, that was unsuccessful. These attempts were continued for an hr and finally delivery system was disassembled in order to free the artery, which was also unsuccessful. The graft cover was then removed with the calcium shelf, intima and media caught within, but the adventia remained intact. An arterial patch was used to circumferentially cover the weakened area of the artery. The pt is stable and on the way to recover. A section of the delivery system was returned to medtronic and its evaluation is pending.

Manufacturer narrative:
.